Event description:
It was reported that the patient went into cardiac arrest and the following morning the right atrial (ra) lead was not capturing. The bipolar and unipolar impedance measurements were both undefined/infinite. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652, lead, implanted: (B)(6) 2014. (B)(4).